Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer's blood glucose was 100 to 200 mg/dl at the time of incident. Troubleshooting found that the back light stopped working 2 weeks ago. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with no back light during back light check due to faulty electroluminescent panel. However, the insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart test and all operating current measurement were normal. The drive support disk was inspected and no anomaly was noted. The insulin pump had scratched display window, cracked case at the display window corners and cracked reservoir tube lip.